Event description:
It was reported that the first image taken on the 9800 system is "unuseable pixelated, boxey and washed out". It was noted that this is an intermittent problem. Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.